Manufacturer narrative:
On 19-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-aug-2021, the product investigation was completed. Summary: it was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium. The hemostatic valve was damaged. Due to a hemostatic valve damage, the rf-needle could not be inserted. This occurred before inserted into the patient¿s body, when rf-needle was inserted. The issue was resolved by changing the sheath to new, the procedure was continued and ended normally. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged, damaged and introduced inside the sheath area of the vizigo when it was dissected. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks and damage on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001580 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions of the hemostatic valve, an internal action was opened. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged and damaged into the sheath. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium. The hemostatic valve was damaged. Due to a hemostatic valve damage, the rf-needle could not be inserted. This occurred before inserted into the patient¿s body, when rf-needle was inserted. The issue was resolved by changing the sheath to new, the procedure was continued and ended normally. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient. This issue did not require percutaneous or surgical removal. Blood return was not observed. Sheath obstruction is not MDR-reportable. Hemostatic valve separation is MDR-reportable.